Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found a bad fluoro function pcb creating loss of 15v in the interlock circuit and replaced the pcb, recalibrated the camera and collimator. The system functions and tested.

Event description:
The customer reported that the interlock error message displayed on the mainframe display. Also the lift column works intermittently. There was no patient injury reported with this issue.